Event description:
This lead was implanted on (B)(6) 2013 and remains implanted at this time. It was noted on (B)(6) 2013 that upon interrogation, lead warning appeared. Last daily measurement r wave amplitude 2.7mv. R wave test in clinic was 6.4mv. They were unable to reproduce the same sensing amplitude as the daily measurement value. Event log revealed inappropriate rythmiq episodes that were as a result of ventricular undersensing. Physician decision to turn rythmiq off. Chest x-ray was done today. Physician did not feel the chest x-ray was any different from previous. There was less than 1 % ventricular pacing overall. Patient to return to clinic in two months. They will continue to monitor lead. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No additional information is submitted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).